Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The patient alleged that the down arrow button was under responsive. The keypad cover was reported to be thinning. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 08/29/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/05/2016 with the following findings: during investigation, the keypad was found to be undamaged. The down button intermittently worked. The keypad was opened to find a crack in the down button contact. Unrelated to the original complaint, a cracked battery compartment was found running from below the grip pad to the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).